Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ia endoleak event/incident was confirmed. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event/incident could not be determined. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 1year post initial procedure during a routine CT (computed tomography) a type 1a endoleak was identified. The physician is planning re-intervention on (B)(6) 2020. Patient is stable. Additional information: a re-intervention was completed. The physician elected to treat the patient by implanting two (2) proximal extensions. The type 1a endoleak was resolved and the final patient status was reported as being good.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 1 year post initial procedure during a routine CT (computed tomography) a type 1a endoleak was identified. The physician is planning re-intervention on (B)(6) 2020. Patient is stable.